Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. One day after the onset, the patient was hospitalized for the peritonitis event. Treatment was not reported. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.